Manufacturer narrative:
(B)(4). The analysis results showed that two ecr60d cartridge reloads were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, surgeon fired two green reloads worked fine. Upon firing the third and forth reloads when opening the device, the tissue was sticking on the cartridge. Surgeon overturned it and to see the staple line was open. He then has to resort to stitching. He then fired three more blue cartridges which worked perfectly fine. To ensure no leak, he ordered methylene test and x ray post op. Patient currently discharged and reviewed closely. The device was discarded.

Manufacturer narrative:
(B)(4).